Manufacturer narrative:
The coulter act 5diff cap pierce (cp) has the following product safety compliance approvals: ul (B)(4), csa (B)(4), and en (B)(4). Note: csa is (B)(4) standards association, ul is underwriters laboratories, and en is en standards for products and services by european committee for standardization. On (B)(4) 2008, the field service engineer (fse) evaluated the analyzer and found debris in the cooling fan at the bath location. The debris was preventing the fan blade from turning. This caused a component to over heat. The fse removed the debris and verified instrument performance to specifications. Root cause for the smoke/burning smell was debris in a cooling fan caused a component to over heat. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported smoke and burning smell from the coulter act 5diff cap pierce (cp) while performing an extended clean cycle. The unit was disconnected from power and service was requested. There were no flames reported. The fire department was not called. No reports of death or serious injury, and no effect on operator safety as a result of this event.